Manufacturer narrative:
Correction: upon further evaluation of the returned device, it was determined that the root cause was due to the humidity inside of the electronic control. The new assignable root cause was determined to be due to improper re-processing, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. Reporter¿s complete contact name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device had an unspecified malfunction. It was not reported whether there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of this event is unknown. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the date of this report and date received by manufacturer were documented as (B)(6) 2017 in the initial report and has been updated to (B)(6) 2017. Additional information: subsequent follow-up with the reporter, additional information was received. It was reported that the type of surgery was an unspecified foot surgery. It was also reported that the in the middle of the surgery the machine just stopped and exchanging the battery did not show any affect. It was reported that the 2nd machine failed as well. It was reported that the surgery was delayed by 10 minutes. It was reported that the surgery was successfully completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: the date the device was returned to manufacturer was reported as may 22, 2017 in the initial report and has been updated to may 25, 2017. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the handpiece did not run, the motor is malfunctioning, the motor had dead spots (not connected or interrupted) on the collector. It was also noted that the rotor has no contact with the brushes in certain positions which ultimately led to the fact that the device did not start. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.